Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es medication was missing from system but present in pyxis station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was missing from the system but present in pyxis station. A technical support specialist dialed the server and found the issue had been fixed. The tss emailed and called customer multiple times but no response from their side. The case was closed. The system functioned as intended after the issue resolved itself.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication is in the pyxis station, but the station not showing the medication in the system. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.